Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an implant of a micro-stent device, the anterior chamber was filled with blood and suprachoroidal effusion. The surgery was reported as successful. At follow up week one the blood was improving however it is still present at the back of the eye. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon reporting the patient is stable and the reported hyphema has resolved.

Manufacturer narrative:
No sample has been returned for evaluation for the report of suprachoroidal fluid and severe hyphema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative hyphema is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).